Event description:
The pt contacted (B)(4) on (B)(6) 2013, regarding a reportable product complaint of no aerosol production associated with the ez breathe atomizer. The pt reported that the unit failed to produce an aerosol although he cleaned the unit according to the product's instructions. The pt informed (B)(4) via email that he experienced respiratory distress and was traveling to the hospital to receive medical treatment on (B)(6) 2013. Multiple unsuccessful attempts were made via telephone to reach the customer to collect add'l info; however, attempts are ongoing to obtain f/u info via (B)(6). Pt medical history, baseline respiratory status, concomitant medications and clinical course of respiratory distress were not provided. Causality is conservatively assessed as possible, due to lack of administration.